Event description:
It was reported that the patient presented to the emergency room with bradycardia. The pacemaker exhibited inappropriate magnet response, a failure to interrogate, output rate issue, and an inability to measure impedance values. The device was explanted and replaced. The patient was stable following procedure.